Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low as well as high blood glucose level. Customer¿s blood glucose level was 44 yesterday and at morning it was 428 mg/dl. Customer stated that the cannula was bent at the infusion set. The customer did not provide any symptoms regarding high blood glucose. The insulin pump was not returned for analysis.